Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the exact cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. It was reported that the peritonitis may have been caused by patient breach in aseptic technique when handling he pd catheter (not a fresenius product).

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather it was stated the event was suspected that peritonitis was caused by patient breach in aseptic technique when handling the pd catheter (not a fresenius product). In additional follow-up, a pd nurse familiar with the patient confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which had growth of yeast (species not provided). The patient is being treated with unknown antibiotic therapy. Additionally, it was reported that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained in the hospital at the time follow-up was performed. The pd nurse could not provide the exact cause of the suspected peritonitis. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior no showed signs of physical damage. There were no visual indications of dried fluid within the cassette. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather it was stated the event was suspected that peritonitis was caused by patient breach in aseptic technique when handling the pd catheter (not a fresenius product). In additional follow-up, a pd nurse familiar with the patient confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which had growth of yeast (species not provided). The patient is being treated with unknown antibiotic therapy. Additionally, it was reported that the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remined in the hospital at the time follow-up was performed. The pd nurse could not provide the exact cause of the suspected peritonitis. However, the nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event.